Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 38 mg/dl as well as high blood glucose level of 510 mg/dl. Customer was treated with drink of sugar for low blood glucose level. Customer was treated with insulin pen for high blood glucose level. Customer had blood at site. Customer stated that the tape was not sticking. Customer declined troubleshooting for high and low blood glucose level. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.